Event description:
Ileostomy closure. Plcr60b reload was observed to have staples missing on the patient side of the takedown. The opening was sutured to complete the case.

Manufacturer narrative:
Device evaluation anticipated ,but not yet begun; no conclusion can be drawn at this time. Manufacturer voluntarily removed product due to design modifications.